Event description:
A flagged complaint was reported involving two additional cartridge alarms since the customer spoke with technical support. There was no reported impact to the customer¿s blood glucose level. The customer was unable to reload the cartridges, and no further information was received regarding the outcome of the event.